Event description:
It was reported that the customer experienced fluctuating blood glucose levels. Reportedly, the customer has unique insulin needs.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info be received a supplemental form will be completed.